Event description:
Family membre of home patient (hp) reports incomplete prime of patient line of homechoice set. Family member reports baxter technician assisted hp in repriming line and completing treatment. No patient injury or medical intervention required per family member of hp.